Event description:
It was reported that the patient presented in clinic with a notification alert for high, out of range, pacing lead impedance. A connection issue was suspected. Patient was brought back for further assessment. Lead was disconnected from device and tested by analyzer several times with good results. The lead was reconnected into the device tested again with good measurements. Device and lead were replaced back in the pocket and was closed. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.